Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The reagent and sample probes were replaced. Cse also replaced both the springs/seals and cleaned the wash station. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely elevated intact pth results were obtained on an immulite 2000 xpi. The results were not reported to the physician. The sample was repeated twice on the same instrument. The final repeat result was reported, as the corrected result, to the physician. There are no known reports of patient intervention or adverse health consequences due to the falsely elevated intact pth result.